Event description:
The customer reported hydrogen peroxide contact. The customer stated that the cyclesure bi exploded in the cycle and he did not see it before he handled it. He stated that he received contact on his right hand palm, index finger, and thumb that turned white. He reported burning and tingling. He stated that the areas of contact cleared about an hour after the contact. The customer stated that he did not require medical attention and did not receive treatment.